Manufacturer narrative:
H10: the device was received for evaluation. Unaided visual inspection was performed which observed a tear at the upper right side edge of the bag. A functional test was performed which observed a leak in the tear location. Additional magnified inspection was performed which verified a tear/hole in the upper right side edge, which caused the leak. The reported condition of leak was verified; however, it was not located in the injection tube. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the injection tube. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.